Event description:
It was reported that during testing conducted at the manufacturer facility, a led was identified as broke off of the device. No patient involvement or surgical delays were reported with this event.

Manufacturer narrative:
The reported event that a led broke off of the device was confirmed through the visual inspection. Any physical impact to the navigated instrument can cause product damage.

Event description:
It was reported that during testing conducted at the manufacturer facility, a led was identified as broke off of the device. No patient involvement or surgical delays were reported with this event.